Manufacturer narrative:
Analysis could not verify the customer's complaint. The device's cable did have stimulation response however, the clips were loose on device. The wave washer was replaced and tighten screws inside. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device had no stim return and was unable to duplicate issue with simulator. There was no known patient impact.